Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer had low blood glucose levels and became unresponsive. Customer had a seizure while her blood glucose level was low and was hospitalized. She was treated with glucose and glucagon.